Event description:
Technical support received an e-mail from baxter emea quality regarding a complaint from the united kingdom's customer on (B)(6) 2013. No patient harm occurred.the baxa 3ml and 5 ml oral syringes have not been designed to be incompatible with all of the IV access devices.

Manufacturer narrative:
Actual device not evaluated. Technical support received an e-mail from baxter emea quality regarding a complaint from the (B)(6) customer on (B)(4) 2013. No patient injury or illness reported. There are no samples available for an evaluation. The baxa 3ml and 5 ml oral syringes have not been designed to be incompatible with all of the IV access devices. We have conducted an investigation into this issue and have determined that our dispensers, old 3ml clr exactamed emea (hm381105) and old 5ml clr exactamed emea (h9381105) meet specifications and requirements of (B)(4) patient safety alert (B)(4). We have determined the root cause of this issue is a result of bd nexiva needleless adapters not meeting the iso 594 standards. A worldwide voluntary recall was announced by bd on october 28, 2009, for (B)(4) q-syte luer access devices and bd nexiva closed IV catheter systems may have further contributed to the cause of the incident. Our risk assessment of these reported issues show that the potential of patient harm is sufficiently low due to the following risk control measures: 1. Oral dispensers are clearly labeled for oral or enteral use only. 2. The clear dispensers have purple plungers specifically to comply with (B)(4) alert 19 so that they are identified for oral/enteral use. 3. Our dispensers comply with iso 80369-annex b standards to not activate any needleless connector that is designed to iso 594 standards. Based on an evaluation of the product risk management files for these dispensers, this issue is not occurring with greater frequency or severity than anticipated for the device. Device not available for evaluation.